Event description:
It was reported that the tip of the depth gauge broke off and had to be extracted off the patient. No delay reported. No patient injuries reported. An s&n backup was available.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned depth gauge confirms the tip of the device is broken off. The broken tip no returned with the device. This device was manufactured in 2014. The device exhibits signs of significant wear/ usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
Lot number added.